Event description:
A malfunction was reported on the pump by the customer. The issue did not cause the customer's blood glucose levels to exceed 500 mg/dl. Technical support provided information on how to reset the pump, and aided the customer in doing so. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support again if issues reoccurred.